Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning in drain 2 of 5 during pd treatment. The patient contacted technical services who assisted patient in canceling treatment. When patient removed the cassette from the cycler there was moisture in the cassette door area. In a follow up with the patient's pd nurse it was reported that there was no harm, adverse event, or intervention. The cycler is available to return as a sample. The cycler set is not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning in drain 2 of 5 during pd treatment. The patient contacted technical services who assisted patient in canceling treatment. When patient removed the cassette from the cycler there was moisture in the cassette door area. In a follow up withe the patient's pd nurse it was reported that there was no harm, adverse event, or intervention. The cycler is available to return as a sample. The cycler set is not available.